Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The reported observation of heating while charging was not confirmed during electrical analysis. The root cause of the observation was not ascertained. The device had a state of charge (soc) of 5% as received and charged fully during charge testing at 0.75 inch spacing while stabilized at 37. No hardware or software temperature errors were logged during charging. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
Date of event is estimated. Patient's weight is not available at this time.

Event description:
It was reported patient experience heating at the ipg site while charging the ipg. Surgical intervention is pending to address the issue.